Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. The patient reported that the pump turned off late in the evening and was alarming with no codes. The alarm was not able to be resolved until the batteries were changed. The patient did not receive all of the programmed infusion. It was reported that out of 250 ml, she received 76ml. There was no serious injury or adverse events reported.